Manufacturer narrative:
To date, information suggests that this crt-d remains implanted. Investigation remains open. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of end of life (eol) and then entered storage mode after a charge time measurement of 30.7 seconds and a monitoring voltage measurement of 2.18 volts. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect. This patient had been lost to follow up for two years. The device was recommended for immediate changeout.